Event description:
It was reported that pressure could not be applied with the inflation device due to a rupture on the shaft of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.